Event description:
This event was reported in an article from a national institute of health registry to investigate the success of treating pts with 50% to 99% stenosis with angioplasty and a single intracranial stent. This report is for a pt, with 70% to 99% stenosis, who died within six months of the procedure. The cause of death was not disclosed. No other info was provided.

Manufacturer narrative:
Date of death: exact date is unk, all pts in the registry were treated between 2005 and 2006. Date of event: exact date is unk, all pts in the registry were treated between 2005 and 2006. Unk as the upn and batch numbers were not disclosed. Date of implant: exact date is unk, all pts in the registry were treated between 2005 and 2006. Other for no allegation of product malfunction or non conformance contributing to the reported event. Report source: neurology. 2008;70(17) :1518-24 and neurology. 2009.